Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy. The ipg would not connect to external devices. The patient had an unrelated surgery and the ipg was not put into surgery mode. The ipg was explanted and replaced on (B)(6) 2019.